Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a posterior spinal fusion procedure on (B)(6) 2021, the expedium 5.5 ti system was used. During the final tightening stage, two (2) x25 final tightener were stripped. Surgeon commented that screwdrivers were not properly inserted into the head of the set screws, which lead to stripping. Surgeon was able to complete the case with the stripped screwdriver. The patient was not impacted, there was no delay in the case and nothing fell into the patient. Procedure was successfully completed. This report is for one (1) x25 final tightener this is report 1 of 2 for complaint (B)(4).